Event description:
It was reported that a patient underwent a chiari malformation surgery. The patient sneezed post-op and a subsequent csf leak started. The surgeon went back in, at about a 4 week mark to try and repair the graft but was unable to do so. According to the limited correspondence, the graft was removed and replaced. There was about an hour delay in surgery.